Manufacturer narrative:
An event regarding altr involving a v40 cocr lfit head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records indicated: on a january 18, 2017 follow-up for bilateral hips it was noted, ¿fell in parking lot on right hip. Complained of bilateral hip pain. Reinjected the left rectus, which afforded clinical relief. Return prn.¿ there is no documented follow-up subsequent to this visit noted. X-ray printouts include a series dated november 15, 2016, which is an ap of the pelvis and an ap and lateral of the left hip, demonstrating bilateral uncemented total hip arthroplasties with one screw in the right acetabulum and none in the left. All components are reduced and in nominal position. No gross pathology is noted. Communication from stryker orthopaedics indicates none of the components implanted in this patient¿s hips were subject to a recall. Based upon the information available for review, there is no indication this patient¿s complaints are related to factors of faulty total hip arthroplasty components design, manufacturing or materials. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been on other event for the lot referenced. Conclusions: a review of the provided medical records indicated: on a january 18, 2017 follow-up for bilateral hips it was noted, ¿fell in parking lot on right hip ¿ complained of bilateral hip pain. Reinjected the left rectus, which afforded clinical relief. Return prn.¿ there is no documented follow-up subsequent to this visit noted. X-ray printouts include a series dated november 15, 2016, which is an ap of the pelvis and an ap and lateral of the left hip, demonstrating bilateral uncemented total hip arthroplasties with one screw in the right acetabulum and none in the left. All components are reduced and in nominal position. No gross pathology is noted. Communication from stryker orthopaedics indicates none of the components implanted in this patient¿s hips were subject to a recall. Based upon the information available for review, there is no indication this patient¿s complaints are related to factors of faulty total hip arthroplasty components design, manufacturing or materials. The event of altr could not be confirmed nor the root cause determined as no information relating to the revision surgery in april, 2018 was provided. Further information such as as product return, pre and post operative x-rays, operative reports, histopathology reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following device was also listed in this report: primary tritanium hemi cluster hole cup 56mm; cat# 502-03-56e; lot# mmpt05. It cannot be determined if this this device may have caused or contributed to the patient's experience.

Event description:
Patient stated he was experiencing a lot of problems with his left hip implant. Patient wants to know if implants are part of recall. Update: patient is experiencing chronic pain. He has to use a wheel chair when he walks for a long period of time. Update: it was reported by the attorney that plaintiff underwent a total hip arthroplasty on (B)(6) 2013 and had to undergo revision surgery on (B)(6) 2017 of the lfit v40 head due to alleged altr.

Manufacturer narrative:
An event regarding pain involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated, "x-ray printouts include a series dated (B)(6) 2016, which is an ap of the pelvis and an ap and lateral of the left hip, demonstrating bilateral uncemented total hip arthroplasties with one screw in the right acetabulum and none in the left. All components are reduced and in nominal position. No gross pathology is noted. Communication from stryker orthopaedics indicates none of the components implanted in this patient¿s hips were subject to a recall. Based upon the information available for review, there is no indication this patient¿s complaints are related to factors of faulty total hip arthroplasty components design, manufacturing or materials." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies . Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Communication from stryker orthopaedics indicates none of the components implanted in this patient¿s hips were subject to a recall . No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient stated he was experiencing a lot of problems with his left hip implant. Patient wants to know if implants are part of recall update: patient is experiencing chronic pain. He has to use a wheel chair when he walks for a long period of time. Update: it was reported by the attorney that plaintiff underwent a total hip arthroplasty on (B)(6) 2013 and had to undergo revision surgery on (B)(6) 2017 of the lfit v40 head due to alleged altr.